Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. (Use only when sample is available and known to be receiving). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery seven of the ophthalmic knives from different lot, sharpness was bad during surgery. The surgery was completed on the same day with alternative knife and there was no patient harm. Procedure details have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Five opened clearcut 2.2 knives were received for the report of sharpness of knife was bad. Samples 2 and 5 were visually inspected and found to be conforming. Functional penetration testing was then performed and all were found to be conforming. Samples 1, 3 and 4 were visually inspected and found to be nonconforming with bent tip or damaged cutting edge. Functional penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples 1, 3 and 4 are consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull knife. The returned opened samples 2 and 5 were found to be visually and functionally conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 2 and 5 met specifications and the exact root cause for the damaged knife samples is unknown for samples 1,3 and 4, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.